Event description:
It was reported that during a lap total gastrectomy, 2/3 staples of the right side were not deployed when the device was fired on the esophagus and the jejunum at the third firing. Although bleeding occurred, additional suture was performed laparoscopically by hand and the bleeding site was repaired. The doctor commented that the firing force of the second and third stroke was lower than expected. The device did not clamp something hard at the firing. The target tissue was regular. Reinforcement material was not used. As the instrument which on the reported cartridge was loaded functioned as intended before and after this incident, the doctor determined that there was no problem in the instrument. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: how much blood loss?---no information. Did the patient require a blood transfusion? ---no. On what tissue type was the device used? At what location on the tissue? ---esophagus and jejunum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. What color cartridge was being used? ---blue. What other color cartridges were used before and after this event? ---no information. Was buttressing material utilized? ---no if so, which product? Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the firing force of the 2ns and 3rd was lower. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---the device which the cartridge was loaded on was ec60a. The analysis results showed that an cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.